Event description:
Tampon leaves fibers behind - vagina [foreign body in reproductive tract] tampon shreds....leaves fibers behind [device breakage] tampon shreds at times when removing it and leaves fibers behind [complication of device removal] case description: consumer reported via rr that tampon shreds and leaves fibers behind. No serious injury reported.